Event description:
It was reported that the pump battery could not be charged which resulted in the pump shutting down. Reportedly, the pump as exposed to water. The customer's blood glucose (bg) level was "high"; specific value not provided. Customer administered a manual injection to address bg. The customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. Per the tandem user guide: "never submerge the pump in water or use any other liquid to clean it."